Event description:
The contralateral pullwire caught on the hooks of the superior attachment system upon jacket retraction. Resolved with guide catheter. Unable to advance contra wire. Stent implanted contra limb.